Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
A complete lead was returned in one piece for analysis.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant of dual chamber implantable cardioverter defibrillator the atrial lead was implanted and was exhibiting high capture thresholds. Lead was relocated multiple times and began to torque on itself. No successful implant location could be found, and lead was explanted. Single chamber device was implanted instead. Patient was recovering.